Manufacturer narrative:
Upon review of the device history records for the serial number (B)(4), it was determined that the device was manufactured on 05/20/2011 and the one (1) year warranty period has expired. As the device is at its end of its useful life and no repairs are available for the video baton, the customer elected to replace the video baton. The video baton was discarded and was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was all static. An unnamed device was used to complete the procedure; however, the length of the delay while preparing the second device was not reported. No harm to patient or user was reported.